Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen turned black and cannot reboot the machine. A field service engineer (fse) replaced pyxibus module controller board and drawer controller board on half height enhanced drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ed-blue machine suddenly stopped working. The screen turned black, and the user was unable to reboot the machine. The customer unplugged the power cord, plugged it back in, and turned on the machine but the issue still persisted. There were no adverse events or injuries reported based on this event.